Event description:
Note: this is one of three complaints, which occurred during the same procedure. Reference manufacturer report number 3005099803-2009-02183 and 3005099803-2009-02184 for details regarding the other associated devices. It was reported to boston scientific corp that three resolution clip devices were used during a hemostatic clipping procedure in the stomach. According to the complainant, the physician attempted to place three clips. The clips did not remain in place. Placement of the clips was checked with the endoscope. It was revealed that the clips were not closed properly. An olympus clip was used to complete the procedure. It was noted that the physician was not satisfied with the performance of the device. There has been no report of complications or injury to the pt as a result of this event. The pt's condition post procedure was reported as not harmed.

Manufacturer narrative:
(B)(4) - (failure to close properly). The suspect device has been received; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).